Event description:
The pt awoke on 10/25 with a stomach ache. She ate breakfast and took her normal dose of morning insulin after obtaining a meter reading on her device of 201 mg/dl at 7/a. At noon meter reading was 289mg/dl, her stomach persisted throughout the day. She took her usual pm insulin dose, however, she did not eat dinner. She began vomiting at bedtime. At 5:45/a, her meter read 263 mg/dl (she received 2u regular insulin at 1/a). She was transported to the hosp where at 6:30/a laboratory blood glucose reading was 643 mg/dl. The pt was admitted and treated IV insulin drip and IV solution for dehydration. Physician stated that the pt was "severely dehydrated. ." The meter is cleaned according to MFR's recommendations, however, it is cleaned only once a month, not the recommended once a week. Calibration status is unk at this time.